Event description:
The customer called for help with breeze2 meter. While troubleshooting, she performed control tests and received a result of 169 mg/dl. The normal control range was 92-126 mg/dl. No adverse events were alleged. The customer refused to return any product for evaluation.